Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, the proglide device delivered the suture and once the device was removed the suture trimmer was placed on the suture and into the puncture tract. The knot was pushed down and tightened, hemostatis was obtained, and the wire removed. The knot was locked and the doctor pulled the red lever to cut the suture, the red level went floppy and flapped around, it would not release from the suture and would not cut. After 5-10 minutes of twisting and trying to get the lever to release, the spring on the red lever seemed to release and the suture trimmer was removed, without cutting the suture. A second suture trimmer was used to cut the sutures. Hemostasis was achieve with the proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The proglide device was returned for evaluation. The suture trimmer, plunger, suture, link, needles and cuffs were not returned with the proglide device. The reported failure to cut the suture with a suture trimmer could not be confirmed and a definitive cause could not be identified because the suture trimmer was not returned for investigation. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Two unused representative samples with the same lot number as the complaint device was returned for evaluation. Functional testing was performed and the devices performed according to specifications.